Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 208 mg/dl. The customer reported that there is scratch on the screen. The customer doesn't know how the damage occurred. The customer can't read the pump screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.